Event description:
The facility reported an infusion pump that failed accuracy test during biomedical testing. The pump was reported to be "set at 200ml and underinfused to 175ml". The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and on pt injury had been reported.